Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device experienced a power on reset (por) presumably due to radiation treatment that the patient received over the past few months. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.